Event description:
The surgeon reported via the sales rep, that a patient required a revision surgery for a trident liner. The surgeon reported that during the revision procedure, he identified scratches on the liner and that it had become discolored. The surgeon added that he believes the polyethylene had oxidized.

Event description:
The surgeon reported via the sales rep, that a patient required a revision surgery for a trident liner. The surgeon reported that during the revision procedure, he identified scratches on the liner and that it had become discolored. The surgeon added that he believes the polyethylene had oxidized.

Manufacturer narrative:
Several attempts were made to obtain the device for evaluation. However, the device was not returned. The exact cause of the event could not be determined because insufficient information was provided.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.